Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's right t12 lead had high impedances and the patient was unable to go into MRI mode. It was also reported the left t12 lead had migrated, and this was confirmed via x-ray. Surgical intervention was undertaken, and the leads were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.